Event description:
It was reported that the 9800 system c-arm displays low ma errors. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The main system batteries were replaced and a filament cal was done. The system was tested and found to be working as intended and placed back into service.